Event description:
Further follow up with the epilepsy nurse confirmed that patient's seizure had increased from (B)(6) 2018. At this point in time it was noted that the patient was experiencing a small increase of seizures, and that the patient required one dose of buccolam. The patient was then seen in (B)(6) 2019, and it was reported that the seizure frequency and severity had increased to 80-90 per day, from 5 per day. The patient was started on permapanel at that point in time. The patient's generator was replaced in march, and it was observed by the patient's father that the patient's seizures had gone back down to how they were before- 5 seizures per day. The nurse mentioned that she feels that it is "too much of a coincidence" that the patient's seizures got so much worse from having 5 per day to having 80 per day with the previous generator, and then as soon as the sentiva generator was implanted that his seizures got so much better without the autostim being activated. No other relevant information has been received to date.

Event description:
The physician reported that a patient recently underwent a generator battery replacement. It was noted that the previous generator battery was running low and that all diagnostics were fine; however, this patient was experiencing an increase in seizures. After being replaced with the new generator, the patient's seizure control was much better. The explanting facility did not keep the explanted generator, and therefore it is not available for return. No other relevant information has been received to date.